Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. The customer could not provide any other information. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Lockout premature the analysis results of the er320 found that it was received in good visual condition. Upon evaluation of the device, the trigger was noted to be locked due to a premature lockout. No incident related to the reported event was observed during the batch record review.